Event description:
It was reported that the instrument broke while inserting the implant

Manufacturer narrative:
Lot# 095713. Method: visual inspection; device history review; complaint history review; risk assessment; results: the manufacturing history review revealed the age of the device to be 7 years. The IFU for the instruments states that the instruments may fracture depending on the age of the device, the number of times they are used as well as the precautions taken in handling, cleaning and storage. Conclusion: therefore the probable root cause of the reported event is normal wear and tear of instruments.

Event description:
It was reported that the instrument broke while inserting the implant.